Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with 500 units. The reported issue did not impact the customer's blood glucose level. However, the customer experienced a low blood glucose level of 61 mg/dl and it was addressed by drinking orange juice. During the system check with tandem's technical support, it was noted that the pump time was off by an hour. The customer changed the time on the pump.